Manufacturer narrative:
(B)(4). The field service representative (fsr) could not verify any air in cardioplegia lines. Unit operated within manufacturer¿s specification. The ccp did not experience and trouble with heating or cooling as a result of the complaint condition. No leaks were noted. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the of the device for a cardiopulmonary bypass (cpb) procedure, there was air in the line of the cardioplegia side of the unit. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.